Manufacturer narrative:
Concomitant medical product: c6tr01 crtp implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation approximately two weeks post implant of the left ventricular (lv) lead. The lv lead vector was reprogrammed. It was also reported approximately 3 months post implant, the patient again experienced diaphragmatic stimulation. The lv lead vectors were adjusted again and the lv lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.